Event description:
It was reported that the insulin pump alarmed failed selftest. It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 62 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to verify a17 alarm, a21 alarm, memory erased anomaly, a64 alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.